Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 623 g/dl with large ketones, shortness of breath, confusion, vomiting and chest pain associated with an alleged power issue. Reportedly, the patient resumed with pump therapy after replacement and was treated at the hospital with insulin via injection and intravenous fluids by a health care provider. During troubleshooting with customer technical support, it was reported that there was an intermittent power issue. The customer was unable to tighten the battery cap. It was also alleged that the battery compartment was damaged. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 31-oct-2019 with the following findings:. During investigation, due to no power pump was unable to be downloaded. A test battery cap was unable to attach and power on the pump . There was no power due to compartment damage. The pump was returned with a cracked battery compartment and compartment threads damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.